Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. The device was manufactured between march 14, 2019 - march 15, 2019. The two (2) devices were received for evaluation. A visual inspection was performed, and no evidence of cracks or defect was found on the housing of both returned devices. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of two (2) large volume intermates were cracked. The cracked housing was observed during patient infusion of ceftazidim. There was no patient injury or medical intervention associated with this event. No additional information is available.